Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube noted. Unable to perform functional test due to blank display noted. The insulin pump has cracked battery tube threads, cracked case at lcd window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and stained end cap sticker.

Event description:
Customer reported the insulin pump had a blank display. Troubleshooting was performed. Customer's blood glucose was 187 mg/dl. Possible causes of blank display were explained to the customer. Customer reported the battery compartment had a crack in it. Customer was unaware how the damage occurred to the device but does work in construction. Customer reported there are cracks from the top right hand corner all the way to the backside of the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.